Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe since it is not related to the device. Capsular contrtacture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h.6.

Event description:
Explanting physician reported seroma-late and intracapsular rupture diagnosed via MRI and capsular contracture, baker grade lv diagnosed during explant surgery. This relates to the left side. The device has been explanted with a complete capsulectomy. The capsule was sent for pathology which found fibrosis and the presence of negative cd-30 lymphoid cellularity.

Event description:
Explanting physician reported seroma-late and intracapsular rupture diagnosed via MRI and capsular contracture, baker grade lv diagnosed during explant surgery. This relates to the left side. The device has been explanted with a complete capsulectomy. The capsule was sent for pathology which found fibrosis and the presence of negative cd-30 lymphoid cellularity.

Manufacturer narrative:
Continued phone number(s) (e.1): (B)(6). A review of the device history record will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: seroma-late, rupture, capsular contracture, baker grade lv.

Event description:
Explanting physician reported seroma-late and intracapsular rupture diagnosed via MRI and capsular contracture, baker grade lv. Diagnosed during explant surgery. This relates to the left side. The device has been explanted with a complete capsulectomy. The capsule was sent for pathology which found fibrosis and the presence of negative cd-30 lymphoid cellularity.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 24apr2024.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening on patch/shell bond edge side assessed as unidentified (tear) opening. Shell thickness within specification. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. Additional observations: ¿ no other observations observed. No further actions are required as the device was implanted.

Event description:
Explanting physician reported seroma-late and intracapsular rupture diagnosed via MRI and capsular contracture, baker grade lv. Diagnosed during explant surgery. This relates to the left side. The device has been explanted with a complete capsulectomy. The capsule was sent for pathology which found fibrosis and the presence of negative cd-30 lymphoid cellularity.